Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the customer reported complaint. There were no springs broken on the instrument. Failure analysis investigation also found a frayed pitch down cable at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the nurse said a spring broke but there is nothing visually different about the instrument. It didn't work properly so they exchanged it for another one. No patient injuries. On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter to obtain additional clarification regarding the reported complaint, who indicated that the nurse wrote a note that the spring broke but when he examined the instrument, he did not see anything broken and the cables were intact. The instrument did not look any different. However, when they installed the instrument, it did not work properly. Nothing fell into the patient and there was no patient injury.